Event description:
The customer called for assistance with performing a control test. She received a control result of 45 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The customer was advised to return her test strips for eval. She also insisted her meter be replaced. Replacement products were sent to the customer.